Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, broken skin irritation from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to move the patch to a different site due to the skin irritation. Outcome of the skin irritation is unknown.